Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was unable to duplicate the reported. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.